Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, incorrect assembly, and improper alignment of the device during insertion. Damage to the reamer can cause jamming when used with the mating part.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/31/2025, it was reported by a sales representative via (B)(4) that an ar-9675t-s reamer seized up during a case. While attached to the augment reamer shaft, and upon reaming the glenoid, the drill seized and failed to rotate any further. There were no implications for patient safety, and we were able to complete the case by opening another.